Event description:
The product complaint report shows the customer alleged that while on a pt the audible alarm failed to sound during an alarm condition. The facilities biomedical technician inspected the device and found the alarm to be intermittent. The biomed will replace the alarm assembly. The customer verified no pt harm. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.